Event description:
Bayer case number: (B)(4). Their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum [embedded device] physician caught a silver flash; he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage [device breakage]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum") and device breakage ("physician caught a silver flash, he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on (B)(6)2023: included an absent uterus, absent tubes, left ovary and right ovary was seen. She had somewhat allen masters windows or adhesions near the vaginal cuff and the bladder and anterior abdominal wall. She has some adhesions and bands of the right ovary to the right fossa, but otherwise free. No endometriosis was noted. It should be noted that as they were evaluating it in the omentum came to sight foreign body. It appeared to be a silver coil or metal coil. Their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum. Procedure: physician caught a silver flash, he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage. This was embedded in the omentum, he grasped it. Using cautery. He was able to cut around it and not disturb anything. The edges were removed and then this was removed in its entirety and sent for pathology. There was some allen masters windows and some adhesions. Those were removed and ablated with the laser. The patient tolerated the procedure well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2025: patient (B)(6) name added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum [embedded device]. Physician caught a silver flash, he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage [device breakage]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum") and device breakage ("physician caught a silver flash, he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2023 the patient was treated with surgery (hysteroctmy & bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on (B)(6) 2023: included an absent uterus, absent tubes, left ovary and right ovary was seen. She had somewhat allen masters windows or adhesions near the vaginal cuff and the bladder and anterior abdominal wall. She has some adhesions and bands of the right ovary to the right fossa, but otherwise frere. No endometriosis was noted. It should be noted that as they were evaluating it in the omentum came to sight foreign body. It appeared to be a silver coil or metal coil. Their suspicion is it is a coil from potentially previous tubal blockage, but before sterilization it was embedded into the omentum. Procedure: physician caught a silver flash, he looked and there was what appeared to be a coil with a hook. It appeared to him to look like either a part of an iud or a part of the devices used previously for tubal blockage. This was embedded in the omentum, he grasped it. Using cautery. He was able to cut around it and not disturb anything. The edges were removed and then this was removed in its entirety and sent for pathology. There was some allen masters windows and some adhesions. Those were removed and ablated with the laser. The patient tolerated the procedure well. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-feb-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.